Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine generator change, the right atrial (ra) lead exhibited intermittent low impedance and intermittent undersensing when hooked up to the new implantable cardioverter defibrillator (ICD). The ra lead was checked by the analyzer with similar outcomes. The physician elected to cap and replace the ra lead to complete the operation. No patient complications have been reported as a result of this event.